Manufacturer narrative:
Batch review performed on 13 january 2023. Lot 1903242: (B)(4) items manufactured and released on 10-july-2019. Expiration date: 2024-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years 11 months after the primary, the patient came in reporting pain and instability. X-rays showed a pedestal formation at the distal tip of the stem. In addition, radiolucency was noted around the proximal portion of the stem. The surgeon revised the stem, head, and liner. The surgery was completed successfully.